Event description:
It was reported that the device had delivered inappropriate therapy during an svt. Reprogramming to adjust svt detection criteria was performed. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.